Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
L-cath peripherally inserted central catheter (PICC) 28g; 25 cm trimmed to 12 cm placed in right brachial vein, after PICC advances to correct placement, flushed t-connector applied and secured to flush PICC line. Leaking noted at catheter hub and t-connector site. Obtained new t-connector and flushed prior to attaching to PICC hub, upon flushing newly placed t-connector leaking noted. Obtained microbore tubing, flushed and applied to PICC hub with leaking noted. Neonatal nurse practitioner (nnp) called to bedside. Obtained a new microbore tubing and primed, applied to PICC catheter hub and flushed with leaking noted. Obtained a green t-connector and flushed prior to attaching to PICC catheter hub with leaking noted. PICC discontinued due to leaking at hub after multiple attempts with changing connector device.¿

Manufacturer narrative:
After thoroughly reviewing the manufacturing and inspection records for this lot, we found no deviations or non-conformances. Based on the product experience report, the customer indicated the sample was available for return. Several attempts were made to have the sample returned. Unfortunately, no samples have been returned for evaluation. Additionally, we did not receive any photographic or visual evidence that would have allowed us to further review your concern. Without the necessary evidence, we are unable to conduct a thorough investigation at this time. As a result, determining the root cause and corrective action is not feasible. If samples become available in the future, the complaint can be reopened for investigation. Additional information provided in h.6. And h.11.